Event description:
Reporter stated that pt obtained a blood glucose result of 290 mg/dl, while using the suspect device. Based on this result, pt reportedly delivered 2 units of insulin lispro, per sliding scale. Within 30 minutes, pt reportedly "bottomed out." Emergency medical services were contacted, on pt's behalf, and upon their arrival (30 minutes after initial result of 290 mg/dl), pt's blood glucose reportedly measured 38 mg/dl, on paramedic's blood glucose monitor. Reporter indicated that pt was given a shot of glucogon, by paramedics, and was transported to the hosp for additional treatment. Reporter indicated that pt was subsequently admitted to the hosp where blood glucose measured 21 mg/dl, on a hosp blood glucose monitor. Pt was reportedly given orange juice and 1/2 of a sandwich. No additional details of pt's treatment were provided. Additionally, reporter did not provide the duration of pt's hospitalization. Pt's current condition: "fine now." Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.